Event description:
It was reported that after a greenlight surgery a patient complained of ¿huge pain when voiding¿. Reportedly the "pain is gone with drugs"; "blood remains in the urine".no further information was reported.